Event description:
It was reported the customer provided general feedback that programming/ keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on a heparin infusion order to be running at 43 units/kg/hr. At some point the pump was manually titrated to 43.47units/kg/hr. Then it was caught and changed back to 43 units/kg/hr, and again manually titrated to 43.47 units/kg/hr. The patient was not in therapeutic range however customer was unable to provide any details regarding impact and patient outcome.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported the customer provided general feedback that programming/keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on a heparin infusion order to be running at 43 units/kg/hr. At some point the pump was manually titrated to 43.47units/kg/hr. Then it was caught and changed back to 43 units/kg/hr, and again manually titrated to 43.47 units/kg/hr. The patient was not in therapeutic range; however, customer was unable to provide any details regarding impact and patient outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.